Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation could be felt in her right side, but she needed it in her left side. The patient had been told one year ago that programming options had been exhausted. The patient wondered if a chiropractor could move the leads back into place, but noted that no imaging options had been done to confirm lead migration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3998, lot# v110881, implanted: (B)(6) 2008, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).